Event description:
Information was received indicating that at the end of therapy with a smiths medical cadd solis pump, it was noted that it did not deliver any medication. It was also reported that the patient experienced pain despite pressing the button of remote three times. No further adverse effects were reported.